Manufacturer narrative:
The investigation determined that the customer was using non-certified sample cups. The sample cups were not validated or specified for the c 501 module. The customer has had no further issues since using the certified sample cups.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant crpl3 c-reactive protein gen.3 result for 1 sample from an infant patient on a cobas 6000 c (501) module. The initial crpl3 result was 1.4 mg/dl and was reported outside of the laboratory. The physician questioned the result as the patient's previous crp results were 18 and 28. The method and units of measure were not provided. The repeat crpl3 results were 23.6 mg/dl and 24.3 mg/dl and were reported as the correct result. There was no allegation of an adverse event. The crpl3 reagent lot number was 30613101. The expiration date was asked for but not provided. The qc was acceptable and the customer had no further issues. The field service engineer (fse) performed some minor adjustments to the c 501 module.

Manufacturer narrative:
There was additional patient information provided. Medwatch fields a2 and a3 were updated. The units of measure for the previous crp results were mg/l. The previous result of 18 mg/l was tested on (B)(6) 2018 at 22:50. The previous result of 28 mg/l was tested on (B)(6) 2018 at 08:00. The discrepant result of 1.4 mg/l was tested on (B)(6) 2018 at 16:49. The results that were reported as correct were tested on (B)(6) 2018 at 20:46.